Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine¿ ii 3/10ml insulin syringe experienced device damage while still considered operable. The following information was provided by the initial reporter: the plunger rod was broken.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 1144024. D.4. Medical device expiration date: 30-jun-2026. H.4. Device manufacture date: 24-may-2021. D.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 16-may-2022. H.6. Investigation: customer returned (2) 0.3ml bd insulin syringes from lot# 11440244. The customer reported that the plunger rod was broken, and the needle with the shield was separated from the barrel. The returned samples were examined, and it was observed that neither sample featured a broken plunger rod nor separated hub assembly. 1 of the syringes exhibited a broken cannula ¿ the fractured cannula was found inside the cannula shield. It was observed that both the cannula hub and cannula shield featured cannula-shaped indentations. Also, a puncture mark was found on the cannula shield. The other syringe featured a broken flange; damage along the surface of the barrel were also observed on this sample. A review of the device history record was completed for batch #1144024. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were two (2) notifications noted that did not pertain to the complaint. A definitive root cause cannot be determined.

Event description:
It was reported that the bd ultra-fine¿ ii 3/10ml insulin syringe experienced device damage while still considered operable. The following information was provided by the initial reporter: the plunger rod was broken.